Event description:
Reference MFR. Report: 1627487-2012-13306. The patient had two leads with the same lot number. It was reported the patient had high impedance contacts with her two leads. Reprograming was unable to provide effective coverage. It was also determined the patient's ipg was depleted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.